Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, that the patient experienced a skin reaction at the sensor insertion site. The sensor was inserted on (B)(6) 2016 at the arm. The reaction was described as blistering of skin with yellowish crusty ooze. Affected area was treated with keflex prescribed on (B)(6) 2017. Affected area also treated with soap & water, over-the-counter (otc) neosporin, sterile gauze held in place with a sports wrap self-adhering wrap. At time of contact, patient is fine. No additional patient or event information was provided. Photo was provided for evaluation. The reported skin reaction was confirmed via photo. A root cause could not be determined. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.